Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left superficial femoral artery (sfa). After a non-bsc guidewire crossed the lesion, a 1.5mmx20mmx142cm coyote¿ es balloon catheter was advanced along with the wire but resistance was encountered. The device crossed the lesion despite of difficulties encountered and was inflated. However, when the device was removed, severe resistance was encountered and it was noted that the balloon became stuck with the wire and unable to move at all. The guidewire and the balloon catheter were removed together from the patient. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned device consisted of a coyote es balloon catheter with a guide wire loaded in the hub of the balloon catheter. The guide wire was able to be removed from the coyote es. The returned guide wire was measured with a calibrated snap gage. The tip, balloon, markerbands, shaft and hub were microscopically inspected. The balloon was loosely folded with inner shaft damage (buckling) inside the hub for 5mm. The inner diameter (ID) of the wire lumen was measured at both ends with a calibrated pin gauge set and is within specification. Functional testing was executed with both the returned guide wire and a lab supplied thruway guide wire. The guide wire that was returned inside the catheter hub was removed from the coyote es, with the wire moving freely (in the tip, balloon and lumen) and difficult/resistance inside of the hub of the catheter. The thruway guide wire also moved freely (tip, balloon, lumen) until the hub of the device, where it became difficult/resistance was felt. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the left superficial femoral artery (sfa). After a non-bsc guidewire crossed the lesion, a 1.5mmx20mmx142cm coyote es balloon catheter was advanced along with the wire but resistance was encountered. The device crossed the lesion despite of difficulties encountered and was inflated. However, when the device was removed, severe resistance was encountered and it was noted that the balloon became stuck with the wire and unable to move at all. The guidewire and the balloon catheter were removed together from the patient. The procedure was completed using a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.